Event description:
The "driver" of the portable x-ray machine hit the plug to the bed by accident (small room). This caused the bed to deflate. This occurred at change of shift and 2 rn's were in the room. Two of the three prongs were bent. One of the rn's plugged the bed back in, heard a "pop" and the bed did not turn back on. The patient was changed to another bed. Manufacturer response for bari maxx ii, (brand not provided) (per site reporter): "we think it blew a fuse when the plug was damaged."